Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-nov-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation (2021 reports): no, dev rtn to MFR? No, device mfg date: 04-jun-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was attempted to be retrieved due to poor capture but the cone was not engaged and the device could not be retrieved. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.